Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent became stuck in the scope. An rx stent/10x 5cm stent had been selected to treat an unspecified lesion. While inserting the stent into the unspecified type of duodenoscope, the stent got "jammed" in scope. The procedure was able to be completed with another of the same device.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.